Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. Based on the received information and telemetry data it seems very likely that bone growth around the reference electrode was the reason for the increased impedance of the reference electrode. However, the reason for the reported pain cannot be confirmed. Damages found during investigation are related to the removal surgery. This is a final report.

Event description:
The patient has been experiencing pain around the implant site for several weeks and has not been able to use the audioprocessor. It was tried to treat the pain with different medical treatments but without success. The cause of the pain could not be determined. The external components were checked and also found to be functional. The patient was re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient has been experiencing pain around the implant site for several weeks and has not been able to use the audio processor. The patient has been re-implanted.